Event description:
It was reported that the patient underwent an explant of their implantable pulse generator, ipg, due to infection. The infection symptoms are unknown and cannot be obtained. The patient was implanted with a competitors deep brain stimulator system with a boston scientific ipg. The patient underwent an explant of the boston scientific ipg and was administered an antibiotic treatment for a few weeks. The physician feels that the infection occurred because the boston scientific ipg was bigger than the competitors ipg that was previously implanted. He said this caused a stretch at the pocket site where the incision is made. The physician noted that after closing up, there was still too much tension on the scar, which is why the wound became infected. No additional adverse patient effects were reported. The explanted ipg was discarded, as no boston scientific representative was present during the explant procedure.